Manufacturer narrative:
This report is for an unknown nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a tibial nail open reduction internal fixation (orif) procedure. The universal chuck with t-handle was stuck during the procedure. The surgeon unjammed the nail once it was removed in order to complete the surgery, then inserted into the patient. The procedure was successfully completed with a 5-10 minutes surgical delay. The patient outcome was satisfactory. Concomitant device reported: unknown nail (part# unknown, lot# unknown, quantity# 1). This report is for one unknown nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information: remove unknown nails as concomitant product since it was captured as an impacted product.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: visual inspection: the unknown nail was returned and received at us customer quality (cq). The k-wire was stuck inside the universal chuck with t-handle (p/n: 393.10, lot #: 3653274). There were scratches and the guidewire was cut but that has no impact on the functionality of the device. Functional test: the functional test was performed on the returned devices. During the functional test, the nail was able to disassemble from the universal chuck with t-handle. There were no issues identified on the nail that could have caused the complaint condition. But failed to reassemble as the universal chuck was missing a pin. Device failure/defect identified? No, there were no issues identified with the returned unknown nail that could have contributed to the device interaction and the mating device was investigated. Conclusion: the complaint condition is unconfirmed. There is no indication that a design or manufacturing issue was identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.